Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 3 complaints were received during this report period. 3 showed no evidence of any device-related fault. (B)(4).

Event description:
This report summarizes ,<noe> 3 </noe>malfunction events which are associated with jaws will not close and jaws will not open. These reports were received from various sources. No patient information was confirmed.